Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the pulse generator was in backup vvi (bvvi) mode and an attempt to restore the pulse generator was not successful. The pulse generator was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of device in backup mode was confirmed. The device was received with normal telemetry communication and its output was in backup mode. Device image analysis indicated hardware reset has occurred, consistent with the reported backup condition. Product code was reloaded to recover the device to its normal settings and to perform further evaluation. Electrical and mechanical tests were performed, including cold temperature soaking and output verification did not identify any functional issues. Despite extensive efforts, backup condition could not be reproduced. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.